Event description:
"The cable gets excessively hot when removed from the light source." On (B)(6) 2012, in direct conversation with the reporting physician, he stated: "the cable was excessively hot and was smoking. A different physician pulled the cable out and it accidentally hit him (the other doctor) in the forehead causing a first degree burn." No treatment was provided and the burn has since healed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.